Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days post implant of this transcatheter bioprosthetic valve, the patient presented with a sudden onset of left-sided weakness and numbness. It was reported that the patient fell twice due to the weakness and numbness. Generalized headache, weakness of left arm, left facial droop and blurred vision was also experienced. A computed tomography (CT) of the head was performed that revealed hypodensity in the right thalamus appearing to be chronic infarct, with no acute findings. Magnetic resonance imaging (MRI) of the brain showed multiple focal areas of acute infarction/ischemia. The patient was hospitalized for two days and transferred to a nursing facility. The symptoms resolved with no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.